Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed atrial lead exhibited dislodgement. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
A full lead was returned for analysis. Electrical testing and visual analysis were normal with no anomalies found.